Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. The cause for the defective battery charger/modem is a shorted transistor (q1). The q1 transistor controls the current flow to the battery while charging. The root cause of the short was unable to be positively determined. No adverse event resulted from the shorted transistor. The pt rec'd a replacement charger/modem.

Event description:
(B)(6) female pt contacted zoll customer support to report that her charger/modem was displaying battery charger faults. The pt was provided with a replacement charger/modem.